Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging skin irritation, rash, headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer initially received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged skin irritation, rash, headache. There was no patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Internal investigation of the base unit observed dust/dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure, and airpath suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed.plastic like debris from an unknown source was found loose in the air path. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were no instances of errors on the device. Pil is unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath. Section d8, d9, g3, h6 has been updated.